Event description:
It was reported that the wake button was difficult to press or required multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. No further information was available.